Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the suture sleeve got caught in sheath resulting in the right atrial (ra) lead being difficult to move. It was also noted the helix was out and unable to rotate back into the lead body. The ra lead was explanted and replaced. It was also reported that the right ventricular (rv) lead dislodged when the physician tried to remove some slack from the lead body. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.